Event description:
It was reported to the aci sales professional that a (B)(6) female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 5f sheath. A pre-procedure femoral angiogram revealed the presence of peripheral vascular disease (pvd). Following the procedure, the physician who is a trained user of the mynx, used the mynx cadence device for femoral arterial closure. It was reported that after the physician shuttled down, the advancer tube did not engage. The device was removed and the patient was converted to manual compression. Hemostasis was successfully achieved after 15 minutes. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was disengaged from the handle and the advancer tube was separated from the catheter. The shuttle down procedure was simulated and the advancer tube was able to engage the tamp locks. Based on the provided information and the investigation performed, the root cause of the reported failure to deploy could not be determined. The review of the lhr (lot f1122201) indicated that the mynx lot met all established performance criteria prior to shipment.